Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure performed on the right side only/history of previous left salpingectomy forectopic pregnancy.". The patient's medical history included ruptured ectopic pregnancy and bipolar disorder. Concurrent conditions included obesity, nausea, dysfunctional uterine bleeding, mood altered, bloating and irritable. Concomitant products included ethinylestradiol; norgestimate (sprintec) and topiramate (topamax). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine/ migraines / headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, migraine, abdominal pain, dysmenorrhoea, vaginal discharge, weight increased, vaginal haemorrhage and genital haemorrhage had resolved and the allergy to metals, abdominal pain upper and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), vag. Discharge, weight gain, migraine. Insertion details: operation: essure procedure. Essure performed on the right side only. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: bilateral occlusion. Ultrasound pelvis - on an unknown date: this could represent a hemorrhagic cyst or less likely an endometrioma. Ultrasound scan vagina - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. Added event abnormal bleeding (vaginal), abnormal bleeding (general), stomach pain, vaginal pain. Updated outcome of events abnormal bleeding (vaginal), abnormal bleeding (general), migraine, weight gain from unknown to recovered/resolved. Medical history, concomitant conditions, concomitant drugs, lab data were added. New reporter's were added. Patient's demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vag. Discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy- full, salpingectomy- unilateral). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal discharge had resolved and the migraine and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events - pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), vag. Discharge, weight gain, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), vag. Discharge, weight gain, migraine were added. Patient information, new reporter, and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.